Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an excessive leakage. The ventilator was investigated on site by our field service engineer and the reported leak was confirmed. Review of device logs did not reveal any technical error. The inspiratory and expiratory sections were cleaned and membranes replaced. Unit passed all functional tests and was handed over to customer in working condition. No root cause can be established by this investigation.

Event description:
It was reported that the ventilator had an excessive leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).